Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire broke off from the pusher wire in the m1 vessel. Physicians were not able to retrieve the stent. So the stent stayed in the patient. The device and any accessories were prepared as indicated in the IFU. It was unknown if there were any patient symptoms or complications associated with this event. The patient is deceased, date of death (B)(6) 2025. The cause of death and circumstances surrounding the death are unknown. The patient was undergoing surgery for treatment of ischemic stroke located in the m1. Ancillary devices include a phenom 21 microcatheter, cello guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient experienced further deterioration of stroke symptoms due to more proximal occlusion after stent breakage. There are no procedural/post-procedural imaging (CT, angio, etc.) Available. IV tissue plasminogen activator (tpa) was not contraindicated, IV tpa was given at the referring hospital. It was noted that the patient's vessel tortuosity was medium. The patient's medical history included no known cerebral vascular disorders. Diabetes mellitus, chronic renal disease. The patient passed away on (B)(6) 2025. The patient passed away at (B)(6). No autopsy records be available. The cause of death was 'ischemic stroke due to m1 occlusion'. There were no medical events/procedures leading up to the patient¿s death. The cause of the solitaire break was not determined. This information has been confirmed/provided by the physician.